Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the impactor device and it was determined that the rear housing was separated from the midplate. It was determined that the impactor functioned as intended, however it was observed that the housing is damaged. It was noted that the plastic housings were removed from the unit. It was observed that the trigger body screw was backed out slightly and the plastic housing lip was detached from the housing. It was determined that this is a known failure from life in the field and is considered general tool degradation. Therefore, the reported condition that the device had an unknown malfunction was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. (B)(4).

Event description:
It was reported that the impactor device had an unknown malfunction. During in-house engineering evaluation it was determined that the rear housing of the device was separated from the midplate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.